Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer noted the camera arm c-ring was loose and shaky causing the video to be shaky. The customer informed the technical service engineer (tse) that the camera would plunge down toward the abdomen on its own and noted there was no injury involved. Prior to contacting technical support, the customer re-draped the camera arm and the issue remained. Then the customer noted the c-ring was loose and decided to swap out to another patient cart. The tse viewed the system event logs and found no related entries. The surgeon continued with the case. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the robotic coordinator (roco) confirmed they elected to use their second patient side cart (psc) and noted the delay was 5 to 10 minutes. The roco stated that there was no patient injury or harm due to the issue. It was noted the patient has not experienced any post complication. This procedure was an excision of endometriosis performed on a 28-year-old female who weighed 67.9 kg. The customer completed the procedure with no patient injury or harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the robotic coordinator (roco) explained they noticed the arm shaking, and when attempting to reseat the drape they observed they did not get the satisfying click. Then the roco noticed the c-ring was loose and the camera was falling onto the patient. The roco confirmed there was no patient injury due to the camera falling. Then the roco decided to switch out the psc, re-connect, and re-drape to continue the case. It was then she called the field service engineer (fse) to report the issue and was informed to call into dvstat to create a ticket. The roco contacted dvstat and informed the technical service engineer (tse) of the occurred event after the fact. The roco confirmed the procedure was competed with no patient injury or harm.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The field service engineer (fse) found the c-ring and the mount that the c-ring was on was loose. The fse replaced the endoscope camera manipulator (ecm) to resolve the reported issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the endoscope camera manipulator (ecm) assembly involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation replicated and confirmed the customer reported complaint. The endoscope camera manipulator (ecm) was test driven on an in-house system. While the ecm was being driven, the fa technician confirmed the camera ring was loose. The camera ring bearings would be replaced as a fix. Based on the current provided information, the probable root cause of the c-ring cannot be established nor determined at this time. The complaint regarding the customer noted the camera arm c-ring was loose and shaky was confirmed and replicated by failure analysis, which indicated that the device did contribute to the reported event.